Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Standard tantalum cap - leakage-unspecified. The high current drain was the result of high leakage current internal to the c1 battery filter capacitor.

Event description:
It was reported that the patient was pre-syncopal and went to the hospital requiring urgent temporary pacemaker support due to early battery depletion 3 months after implant. It was also reported that the battery voltage was at 2.19v with an impedance of 1213 ohms. The pacemaker was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.